Event description:
It was reported that while using the bd instrument max clinical a door fall was observed by the laboratory personnel. There was no impact. Assays used: unspecified. The following information was provided by the initial reporter: "customer problem: instrument door falls down upon opening".

Manufacturer narrative:
H6: investigation summary: the complaint of "door won't stay open" was reported against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported that the instrument door falls down when trying to work inside the instrument. Field service was dispatched. Field service inspected the door piston and determined that bearing casing is broken and that the door bearing is damage. Field service discuss with the lab supervisor and it was concluded that no work is to be done on the instrument and that possibly a replacement is needed. Root cause is due to failure of the door bearing. No parts were returned to bd for investigation. The complaint is confirmed as an instrument issue. The investigation consisted of a review of the instrument device history record from manufacturing, instrument installation, and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical a door fall was observed by the laboratory personnel. There was no impact. Assays used: unspecified. The following information was provided by the initial reporter: customer problem: instrument door falls down upon opening.